Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿296 mg/dl¿ compared to another meter reading of ¿250 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly began to have elevated readings six month ago. Based on the reported elevated blood glucose reading on the lfs meter, the patient managed his diabetes with an increase of insulin treatment. Subsequently, the patient claimed he developed symptoms of ¿tremor and fainting.¿ in addition to his diabetes management, the patient indicated he required insulin treatment based on the different elevated blood glucose readings. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within the 30 minute. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4) mg/dl. The unit of measurement was set correctly. The samples were taken from approve sample sites. This complaint is being reported because the patient claimed she had symptoms suggestive of hypoglycemia after she took insulin based on the lfs meter readings.

Manufacturer narrative:
Follow up #1 (01/22/2014)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed on 1/16/2014 for this product and no deviations, non-conformances, or reworks were observed. The retain test strips failed the performance testing with control solution at level 300 and error 4 was observed with no assignable cause found on 1/10/2014. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.